Event description:
Event description guidant received information that this implantable lead displayed an out of range shocking impedance after several manual lead impedance tests. The lead has been implanted 4 years.